Manufacturer narrative:
Image review: the cause of the events could not be determined from the limited films returned. The anatomy at implant is unknown, and earlier post-implant films were not available for review. In addition, no images were returned showing the descending thoracic, including films during the intervention of the reported distal extension of the aortic dissection that led to aneurysm expansion into the descending aorta. The cause of the reported stroke, distal filling of the previously covered dissection leading to the aneurysm expansion into the descending aorta, and the proximal type I endoleak, could not be determined from the films provided. It is possible that the patient¿s reported medical history of a prior stroke and previously treated dissection, along with continued disease progression, may have contributed to the events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for endovascular treatment of a 350mm aortic dissection. It was reported approximately 5 years post the index procedure, the patient presented with a stroke. A CT showed that the previously resolved aortic dissection had extended distally and was filling the false lumen from the distal portion of the aorta, causing a 65mm aneurysm expansion into the descending aorta. Intervention was carried out on this date with the implantation of a 38x38x200 valiant to extend just above the celiac artery. An angiogram showed there was no filling of the false lumen from the distal aorta, however, there was filling from the proximal end of the aorta which was confirmed as a type ia endoleak. It was noted there was 7mm space from the left subclavian to the beginning of the stent graft material and 2.5cm from the left carotid. An intervention was completed where the physician performed a left carotid to left subclavian bypass and placed a v07585749 up to the left carotid. After the implant the endoleak was not observed. The cause of the event as per the physician was degeneration of the aorta over time. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.